Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient's implant was not placed correctly due to spinal issues. They have an appointment to see a new healthcare professional (hcp) on (B)(6) 2022. They mentioned their previous hcp retired. The patient was redirected to their hcp to further address the issue. Patient to call hcp office to ask if they arranged for someone to check implant at the appointment and for patient to bring patient programmer to appointment so that they can connect to implant and gather device information. [See related pe (B)(4) - hasn't received ID card].